Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision was done because the patient presented with periprosthetic hip fracture.

Event description:
Revision was done because the patient presented with periprostheic hip fracture.

Manufacturer narrative:
Reported event: initially an event regarding a periprosthetic fracture involving a citation stem was reported. But provided medical records alleged disassociation and erosion (excessive titanium debris). The event was not confirmed. Method & results: -device evaluation and results: not performed as device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "no clinical or pmh, no patient demographics, no imaging studies, no primary tha op report or date of surgery, no examination of explanted components. The event description states "periprosthetic fracture" but the revision op report describes a prosthetic disassociation and erosion. Based upon the information available for review, no creation of a medical report is possible for this case." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: clinician review indicated that the event description states "periprosthetic fracture" but the revision op report describes a prosthetic disassociation and erosion. Based upon the information available for review, no creation of a medical report is possible for this case. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a citation stem was reported. The event was not confirmed. Device evaluation and results: not performed as device was not returned. No medical records were received for review with a clinical consultant. All devices were manufactured and accepted into final stock with no relevant reported discrepancies there have been no other similar events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Revision was done because the patient presented with periprostheic hip fracture.